Event description:
Customer reported that pump battery would not charge, although no power source alert was received. There was no adverse impact to the customer¿s blood glucose level. Despite using a tandem charging cable and attempting to charge with different wall outlets, the issue persisted, leading to an unstable or unrecognized charging connection. Customer tried a different adapter and cable without success. Consequently, tandem technical support decided to replace the pump, which was still under warranty. In the meantime, the customer used an insulin pen as a backup.